Event description:
It was reported that the customer experienced a diabetic seizure while she was shopping, and was rushed to the emergency room by way of ambulance. The caller stated that the doctor felt the insulin pump gave the customer too much insulin and added stress to her. The mother stated that the insulin pump had just been programmed by the field representative prior to the event. The mother stated that the customer's blood glucose levels went from 80 to 56 mg/dl. The mother declined troubleshooting at this time. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.